Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082305) on 18-jan-2019. The most recent information was received on 18-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included probiotics [umbrella term]. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), dizziness ("extremely dizzy due to 9 - 11 oz of bleeding during menstrual cycle"), menorrhagia ("extremely dizzy due to 9 - 11 oz of bleeding during menstrual cycle"), musculoskeletal stiffness ("neck problem: unable to turn neck left or right"), cellulitis ("cellulitis") and malaise ("multiple sickness"). The patient was treated with surgery (implants were removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dizziness, menorrhagia, musculoskeletal stiffness, cellulitis and malaise had resolved. The reporter provided no causality assessment for cellulitis, dizziness, genital haemorrhage, malaise, menorrhagia and musculoskeletal stiffness with essure. The reporter commented: serious injury criterion: disability/permanent damage, other serious (important medical event) and event date (B)(6) 2017 were reported, but not specified and/or assigned to one of the events. Amendment: the report was amended on 23-jan-2019 for the following reason: coding request - event extremely dizzy due to 9 - 11 oz of bleeding during menstrual cycle recoded to dizziness. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082305) on 18-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included probiotics [umbrella term]. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), loss of consciousness ("extremely dizzy due to 9 - 11 oz of bleeding during menstrual cycle"), menorrhagia ("extremely dizzy due to 9 - 11 oz of bleeding during menstrual cycle"), musculoskeletal stiffness ("neck problem: unable to turn neck left or right"), cellulitis ("cellulitis") and malaise ("multiple sickness"). The patient was treated with surgery (implants were removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, loss of consciousness, menorrhagia, musculoskeletal stiffness, cellulitis and malaise had resolved. The reporter provided no causality assessment for cellulitis, genital haemorrhage and musculoskeletal stiffness with essure. The reporter considered loss of consciousness, malaise and menorrhagia to be related to essure. The reporter commented: serious injury criterion: disability/permanent damage, other serious (important medical event) and event date (B)(6) 2017 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.